Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient noticed a change in stimulation sensation due to a gradual change in (B)(6) 2015. The patient stopped feeling stimulation, so they began checking the different programs at different settings. The patient had a sharp prick sensation in the groin as well as pain and sharp jolts depending on the setting on program 1. Program 4 hurt the patient's back at a particular setting. The patient also had discomfort on program 2 at certain settings. The cause was unknown as the patient had not had any change to their lifestyle. The patient tried adjusting programs to resolve the issue. The patient confirmed the implantable neurostimulator (ins) was turned on and the implant had continued to work well at reducing the patient's symptoms. The patient would adjust stimulation to a comfortable level and follow-up with their health care provider (hcp) as necessary. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No additional interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.